Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a0401 is being used to capture the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that an overstitch suture was used during a fistula closure procedure on (B)(6) 2025. During the procedure, the suture broke and the cinch plug did not engage. The procedure was completed with a new cinch. There was no patient complications reported as a result of this event.